Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun medical internal report #(B)(4). Device history record (DHR): unable to review as batch is unknown. Investigation results: received 1 used capillary hub of introcan safety fep 22g, 0.9x25mm-us without packaging. Cannula hub and protective cap were not returned for investigation. Visual inspection observed a part of the capillary has broken off. The broken off piece was also returned. Measured the broken capillary length and it is about 10mm. Observed that the cut is clean and smooth. At the assembly machine, after vision checking for capillary tip condition, there is no station that will have contact with capillary until assembled with needle. Furthermore, if the capillary tip having such a clean cut, it will drop off and would not be possible to be attached to the needle. Based on the above findings, such defect is not due to a manufacturing related process. The detached part exhibited a clean cut by a sharp object. Multiple attempts to ontain further information and the lot number were not successful. If additional pertinent information becomes available, a follow up report will be submitted

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun medical internal report #(B)(4). The sample has not been received yet and the investigation is on-going at this time. A follow up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: ref # (B)(4) lot # unknown, 1 item. Reports catheter fractured in patient. A (B)(6) male date of birth (B)(6) 1966. Catheter had been in place about 48 hours, in the forearm, when nursing noted redness at site. When removed catheter it was fractured at a point about midway on catheter. Able to retrieve the fractured portion with a piece of tape. Reports catheter was secured using opsite dressing and tape. Noted no difficulties with initial IV placement reports "easy insertion" no follow up treatment was required for the patient related to this issue.